Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified about a complaint where it was reported that stretcher of the miranti hygienic lift was significantly damaged and worn due to usage with patients. According to the received information there was no event in use and the lift was removed from usage before anyone was injured.

Manufacturer narrative:
Arjo was notified about a complaint where it was reported that stretcher of the miranti hygienic lift was significantly damaged and patients were involved in usage. According to the received information there was no event in use as the lift was removed from usage before any hazardous situation occurred. The review of adverse events with the involvement of the miranti hygienic lift in last 5 years, revealed a low number of similar events. The arjo representative performed an evaluation of the claimed lift. Based on the inspection results and received photographic documentation the lift was in condition not suitable for further use. The device's stretcher was discolored in a few spots and had cracks and sharp edges on its all three sections. It also had holes due to material breakage in both right and left back parts, but not in the seat part. Other covers of the lift were damaged as well. It was estimated that at the time of the event the lift was in use for over 17 years. Please note that according to the guidance given in the operating and care instructions (4.ce.02_5 dated on april 2000) delivered with the claimed unit, the intended lifetime for this device is 10 years from the date of manufacture. Therefore the device passed its intended operational lifetime 7 years ago. The miranti lift is subject to wear and tear, which in case of claimed unit may have been accelerated by the following factors: physically damaging plastic material by hitting some obstructions like bath or bed side rails. Please note that according to the section "maintenance" of the product's operating and daily maintenance instructions the device user should perform maintenance routines including weekly checks: "examine the lift bath trolley for damage." If the caregiver notices any damage or anomalies, the device should be immediately excluded from use and is not allowed to be used again until it is checked by qualified personnel. Lift could be frequently overloaded. Miranti, bath trolley has a lifting capacity of 160 kg. Lift could be storage in the different temperature from the recommended in the operating and daily maintenance instructions. Temperature of ambient should be between +10°c to +60°c. Too low or too high temperature of environment may weaken the material in result it lost itself properties. For example in temperature less than 0°c material becomes fragile. Polyurethane (pur) has excellent abrasion resistance but high hysteresis. Pur foams have become widely used as insulation materials because of their combination of low heat transfer. Use as insulation and other applications are restricted by an upper temperature capability of about 110°c. Polyurethanes do not survive well in direct sunlight or in contact with most organic solvents.) Pur material could be chemically damaged by incorrect cleaning procedure and using inappropriate and to aggressive cleaners. Obligatory procedures in care of the miranti is to disinfect the device every day in accordance to manufacturer indications included in operating and product care instructions: "all dirt must be removed immediately after usage. Standard cleaning agent and shampoos should be used in recommended concentrations." Instructions pay attention to the kind of the detergents used for the device cleaning: "do not use phenol. Petroleum-based solvents. Trichloroethylene or similar cleaning agents as these may damage the plastic material. Steam or ethylene oxide sterilization cannot be used either." The factors described above could have contribute to the reported damage of the stretcher, but due to the limited information it was no possible to confirm that which of them occurred. In summary, technical inspection revealed that the device was not up to the manufacturer's specification. According to the information provided by the customer, the device was used for patient hygiene, but no specific event was reported. This complaint was decided to be reported to the competent authority in abundance of caution due to limited information regarding circumstances of this malfunction occurrence. Although there were no injuries reported, looking at the extent of the stretcher damage this could potentially result in the patient injuries.